Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 14-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device involved in this incident, it was determined that the auxiliary half height drawer had failed and all pockets in drawer were missing. A field service engineer (fse) logged into the storage space configuration in the es software and accessed the drawer. Although the drawer could be opened, all cubie pockets were missing. After launching the test software (hta), all pockets were visible. The fse opened all cubie pocket lids and ejected all pockets from both half height drawers. The drawer was then pulled out, and all cables were inspected and reseated. The system functioned as intended after the field service engineer repaired the device.